Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had infection at the ipg site and extension incision. Symptoms were red skin and drainage. The patient was treated for staphylococcal infection and antibiotics were prescribed. The physician did not believe that infection was device related but mostly caused by patient's diabetes. The patient underwent an explant procedure.